Manufacturer narrative:
In response to FDA report number mw5085290. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is a "leaking implant". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported via regulatory agency ¿implant was leaking,¿ "neck pain, shoulder and body pain," "numbness and tingling". This record is for an unknown side. Device has been explanted.